Event description:
It was reported that left hip revision surgery was performed due to pain and metal on metal reaction.

Manufacturer narrative:
It was reported that left hip revision surgery was performed. During the revision, the bhr cup, hemi head and modular sleeve were removed. The synergy stem remained implanted. As of today, device return and additional information has been requested for this complaint but has not become available. In the absence of the actual devices, the production records were reviewed for the devices reportedly involved in this incident. The available medical documents were reviewed. Approximately one year before the first revision, a cobalt level of 5.4 and the chromium level of 4.7 was measured - no unit of measure was given. The first revision operative notes documented; ¿upon entering the joint had brownish fluid consistent with a metal-on-metal reaction. Synovium was inflamed as well and there was some corrosion noted at the taper of the head and neck junction as well. A second revision was performed one year after that. The zimmer cup that was implanted, in the first revision was revised. No smith and nephew components were involved with this revision. The clinical information provided, of the elevated cobalt levels and the brownish fluid and corrosion may be consistent with a reaction to metal debris. However, the source cannot be determined with the available documentation. It should be noted the acetabular component used in the second revision (zimmer) was revised almost one year later for ¿aseptic loosening¿. Review of manufacturing records did not reveal any waivers, concessions, manufacturing or material abnormalities that could have contributed to this issue. Further, it cannot be concluded that the reported clinical reactions were associated with a mal-performance of the implant. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.